Event description:
It was reported the patient had a ¿hot feeling¿ at the pump site sometime around (B)(6) in 2012. The patient was laying in the sun for 1 to 2 hours in 90 degrees and her belly felt very hot near the pump. It lasted 15 minutes and then went away. It was later reported in (B)(6) 2012 that the cause of the event was unknown and there was no injury or issue. The pump was used to deliver lioresal.

Manufacturer narrative:
(B)(4).